Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for supraventricular tachycardia. The implantable cardioverter defibrillator was explanted and replaced. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
The reported event of inappropriate shock for supraventricular tachycardia could not be confirmed. The pacemaker was received at elective replacement indicator (eri) for analysis. Telemetry, impedance, sensing, pacing, and high voltage output functions of the device were test and found to be normal.